Event description:
Mako tibial implant cracked down the middle, medial to lateral, one year out according to surgeon. Case type / application: pka (mics).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown mako baseplate was reported. The event was confirmed through clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "the lateral x-ray shows a unicondylar pka. There is a fracture of the tibial baseplate with mild angulation between the anterior and posterior segments of the implant. In addition there is elevation of the posterior half of the implant demonstrated by lucency between the implant and the bone. It is confirmed that the patient had a fracture of the tibial baseplate of a unicondylar pka. The root cause of this issue cannot be established by the limited documentation provided. Should additional information become available I would be happy to further this assessment." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: an event regarding crack/fracture of an unknown mako baseplate was reported. A review of the provided medical records by a clinical consultant indicated: "the lateral x-ray shows a unicondylar pka. There is a fracture of the tibial baseplate with mild angulation between the anterior and posterior segments of the implant. In addition there is elevation of the posterior half of the implant demonstrated by lucency between the implant and the bone. It is confirmed that the patient had a fracture of the tibial baseplate of a unicondylar pka. The root cause of this issue cannot be established by the limited documentation provided. Should additional information become available I would be happy to further this assessment." No further investigation for this event is possible at this time. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
Mako tibial implant cracked down the middle, medial to lateral, one year out according to surgeon. Case type / application: pka (mics).